Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Manufacturer reference number:1627487-2021-13658. It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
Corrected data: d6b - date of explant information was inadvertently excluded in the initial report. The information has been included in section d6b of this record.

Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the lead found it was returned in segments, cut as a result of the explant procedure. Microscopic inspection found two broken wires at channel one and channel 11 in the paddle segment. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.